Event description:
It has been reported to philips that, system would not turn on. System was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Correction: this follow up record is the correction of the previous follow up record (pr ID (B)(6) in which it was identified as non-reportable. Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and during the diagnostics found that the ups was the cause of issue. Faulty ups caused the fuse in the pcb to break. Fse temporary bridge ups in the m cabinet, after that fse replaced ups. After the replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude that a device malfunction had the potential for death or serious injury on recurrence, and as such the complaint was reported. Ups power failures or outages may occur that can cause the azurion system to not boot up. Ups failure is considered as a localized power failure that is not caused by the device. Since the malfunction of an external ups power source would not be considered a device malfunction of the azurion system, this event would not be reportable. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and during the diagnostics found that the ups was the cause of issue. Faulty ups caused the fuse in the pcb to break. Fse temporary bridge ups in the m cabinet, after that fse replaced ups. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips investigated this complaint. A philips field service engineer (fse) inspected the system on-site and confirmed the issue. During troubleshooting, the fse identified a short circuit in the uninterruptible power supply (ups) that caused the fuse f4 in ny1 printed circuit board (pcb) to trip. As a temporary solution, the ups was bypassed in the m-cabinet. Later, the fse replaced the ups, resolving the issue. After the replacement of the ups, the system was returned to use in good working order. The codes were updated based on the investigation outcome.